Manufacturer narrative:
Manufacturer method, results, conclusions code: evaluation / investigation pending product return from user facility.

Event description:
Patient self tester reported to itc a protime 1.0 inr compared to 1.7 inr on an unspecified lab system. Patient therapeutic range is 2.0 - 3.0 inr. No report of injury, intervention, or adjustment of coumadin dosage.